Manufacturer narrative:
Investigation results: investigation done: no smooth breakage, breakage do to thermal influence. Misuse root cause: customer misuse/abuse. Conclusion code: potential user handling/storage issue all complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that eddy tip broke during use. No injury occurred.